Event description:
It was reported that the atrial lead exhibited loss of capture. The patient experienced atrial flutter. A chest x-ray revealed the lead dislodged. The lead was revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.